Event description:
The customer reported that the unit is failing the therapy cable portion of the opcheck.

Manufacturer narrative:
The customer reported that the unit is failing the therapy cable portion of the opcheck. The factory has not yet received the device for evaluation, and the complaint is still being investigation. A follow-up report will be submitted upon completion of the investigation.